Event description:
It was reported that during an implant procedure, the physician attempted to table test the right ventricular (rv) lead, however the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The lead was returned with the helix fully extended. The helix was able to be extended and retracted within specification.